Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a worn dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. There was no fault found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 44441 and ¿pump not detecting cassette¿. The event occurred during testing. There was no patient involvement and no patient harm.